Event description:
It was reported that the insulin pump had a crack in the display and alarmed unexpected restart. The caller did not know the blood glucose reading. The customer was advised to replace the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, scratched display window, and a cracked belt clip slot were noted. No cracks were noted on the display window. The insulin pump passed the reset error test with no alarm noted.